Event description:
Information received by medtronic indicated that the patient had a myocardial perforation requiring surgical repair and hospitalization. During the cryoablation procedure, the mapping catheter was thought to be located in a pulmonary vein. When contrast medium was injected, it was apparent the mapping catheter was located in the pericardium. The procedure was aborted and the patient was taken to the operating room for a repair of the perforation. Patient condition stable at discharge.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Perforation is a known risk as noted in labeling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.